Event description:
It was found that the patient right track belt was broken and detached from the track assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.